Manufacturer narrative:
The device will not be returned for evaluation however photographs were provided. Review of the provided photographs revealed that the blade had not broken but appears to have melted and would account for the surgeon's inability to locate the "fragment". The manufacturing documents from the device history record have not been reviewed since the lot number of the device is not known. The lot history review could not be conducted since the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 139104ext device was being used during a right total hip arthroplasty procedure on (B)(6) 2020 when it was reported "device being utilized to control bleeding. Reporter states the tip broke and most likely stayed inside a patient. It had initially been reported that multiple x-ray films were taken during the procedure and it was not noted during those films. The reporter states, the surgical site was searched for the broken tip, the surgeon performed 3 washouts in an attempt to flush out the tip. No tip was found." During further assessment questioning it was asked of the reporter if the procedure had been completed and the reporter stated no, tip broke and most likely stayed in patient. It is unknown if the procedure was completed. There was no report of injury to the user or the patient. This report is being raised on the basis of injury due to not knowing if component remains in patient.